Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no insulin flow blocked alarm or pump error and customer experienced hyperglycemia and hypoglycemia. Customer's blood glucose level was 430 mg/dl at the time of incident and other relevant blood glucose level was 130 mg/dl. Customer was treated with insulin pen for hyperglycemia and with glucagon for hypoglycemia. Troubleshooting was performed for the issue and customer was advised to 5u fill cannula was repeated several time and no insulin exited. It was also reported that the insulin pump was stopped working and it was started working after rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly. (B)(4).